Event description:
It was reported that there was an "error 3fd: power on test error. Laparotomy instead of laparoscopy." Since the description indicates that a laparotomy had to be performed instead of a laparoscopy, this event has been evaluated as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).